Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 07-feb-2016, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 06-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported to the patient had 2 leads. One lead was placed anterior and not used. The other lead had 2 electrodes out. Multiple reprogramming's were attempted to capture the patient's pain pattern. The physician removed both the leads and replaced it with one lead. The extensions were removed and the battery was moved from the patient's back to their flank. No further complications were reported. The cause of the issue was unknown. The issue was resolved. No further complications were reported.